Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was using auto mode during their low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl and 64 mg/dl. Customer also had blood glucose level of 202 mg/dl. The customer was treated with carbohydrates. The customer declined troubleshoot for low blood glucose. The insulin pump and sensor will not be returned for analysis.